Event description:
It was reported that during a therapeutic ercp procedure on a patient, the physician attempted to crush a stone using an alliance inflation device with the lithotriptor rx retrieval basket, but the retrieval basket handle broke off and the basket was unable to be retrieved from the patient's biliary tree. The physician and staff then cut into the catheter wires to enable them to pull the basket back into the device sheath. The stone was unable to be removed from the patient, so a stent was then placed into the patient's biliary duct. The patient was then transport to a hospital equipment to handle cases of this nature. The complainant indicated that the patient was doing fine upon transport, and there has been no indication of any adverse affect on the patient as a result of the reported malfunction.